Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Event description:
It was reported that there was a no disposable clamp tubing alarm. Caller has already attempted powering off and back on but alarm remained. Pump is currently off. Tubing clamped near port site and cassette removed. Tubing massaged while green tab depressed and cassette tapped on hard surface. Cassette reattached, pump turned on but alarm returns. Repeated above troubleshooting steps once more but alarm persists. Pump turned off and tubing remains clamped near port site. There was no patient injury reported.

Manufacturer narrative:
H10: no product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. D4: correction: model number: 6500.